Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the flex cable assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to exit AED mode. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.